Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated there wa a loading error with an aa4203tl silicone toric single piece lens, there was no pt injury and the lens was replaced. Additional info has been requested but none has been forthcoming. If additional info becomes available, a supplemental medwatch will be submitted.